Event description:
Additional information was received stating that the vns patient was not implanted with a new generator during the procedure on (B)(6) 2014. A new generator was opened but not used. The unused generator was discarded.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death adverse event and/or product problem; corrected data: the previously submitted MDR inadvertently did not include that the event was also an adverse event. Outcomes attributed to adverse event; corrected data: the previously submitted MDR inadvertently did not include that the event was also an adverse event. Evaluation codes/additional manufacturer narrative and/or corrected data; corrected data: the previously submitted MDR inadvertently did not update the conclusion code for the event.

Event description:
It was reported that during generator replacement surgery on (B)(6) 2014, the vns patient¿s replacement device was tested multiple times with the existing lead and high impedance was observed. The surgeon determined that the patient¿s lead needed to be replaced; however, the patient¿s family elected to not undergo neck surgery. No known surgical interventions for the high impedance observation have occurred to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.